Event description:
It was reported that the duraloc enduron liner is worn.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: a. Did the event happen during primary surgery or revision surgery? Primary surgery b. If this happens during revision, please provide the date of revision. Na c. Was the patient experiencing any adverse symptoms that led to the revision surgery? No d. Can you confirm the primary surgery date or the original implantation date? Unknown e. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No f. Can you confirm the name of the hospital/account name? (B)(6). G. Affected side? Left h. Kindly provide the date of event. This complaint was received on 02/01/2022. Date of notification: 01/01/2022. Answers: please could you let me know if any/none of this information is available: - 1. Product details - lot numbers and / or product codes ref: (B)(4). Lot: unknown 2. Radiographs/x-ray films please provide all x-rays relevant to the reported event for example - pre-operative, post primary, pre-revision and intervening time points. -> not available 3. Patient demographics the following are the types of patient demographics we require: - relevant comorbidities, date of implantation, date of revision, operative side, age at the time of the procedure, weight, height, and activity level. -> unknown 4. Excerpts from the clinical correspondence:- please provide all correspondence relevant to the reported event for example: - onset of symptoms, trauma, other devices, leg length discrepancy, gait patterns, medical investigations or any other issues the complainant feels important. No adverse symptom 5. Implant insertion op notes:- not available.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: d10 and e1 (initial reporter facility name)